Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, the power brick was defective. The cause of the defective power brick is a damaged connector. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.

Event description:
During a fitting for (B)(6) female pt a pt svc rep contacted zoll customer support to report that the charger/modem's power brick connector was loose. The pt received a replacement charger/modem.